Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device did not meet expected longevity per programmed values. Additional laboratory testing and analysis is pending.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. It was noted that this device passed therapy availability testing during analysis. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations or complaints against the device's operation, functionality or longevity.